Event description:
Customer reported with an issue of " broken white end". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device return evaluation was completed . The complaint was confirmed. The tip was found broken. No additional defects were noted. Based on estimation findings and incident information, the reported complaint was most likely caused by improper handling of the device during reprocessing, such as impact-dropped. The device was manufactured in october 2016. Device history records were reviewed and showed the product met all specifications upon release. The reported failure mode had been addressed by the original equipment manufacturer (OEM ). In march 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. A review of the device history records indicates that this complaint device was produced after corrective actions were taken, and it had a newly designed tip. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device instructions for use (IFU_ 99-1033_fk). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Do not drop instruments, or allow them to be struck by other objects;" " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings , page 4) olympus will continue to monitor complaints for this device.